Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when opening the tray for case, it was noticed that the inner sheath in the cup insertion handle was missing a piece that had cracked at the intersection of the threads. Unsure of when damage occurred, but the piece was missing as we were opening and the instrument was handed off the field. A replacement was brought in and surgery was continued. No patient harm noted. Attempts to obtain additional information have been made; however, no more is available at this time.